Manufacturer narrative:
The service evaluation found the image disappears (reportable) during angulation. Additionally, the objective lens adhesive part is missing. Image disappearance occurs due to damage to the (ccd) charged coupled device unit. The bending section cover has scratches and the bending section cover adhesive is missing. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (omsc) service center was informed that the customer endoeye flex deflectable videoscope was returned for repair for a reported ¿noise when the up/down angle is activated¿ that was found during an unspecified event. Upon inspecting and testing, the service evaluation found the image disappears (reportable) during angulation. No death, injury or harm was reported.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation, device history record (DHR) review and additional information from the customer. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, the failure was caused by a faulty image sensor unit or failure of the internal board of the video connector. Olympus will continue to monitor the field performance of this device.

Event description:
It is unknown if the device was repaired by a third party.